Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the excel t handles are cracked on the proximal white portion of the handle and are no longer usable. The stem adapters are ross threaded and will no longer thread properly and therefore compromised for future stem removal cases. The straight pinnacle cup impactors strike plates on the proximal portion have fallen off due to wear and tear over time. The 51 mm grater head and dull due to wear and tear and no longer reams bone properly.